Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that, the customer had high blood glucose of 500 mg/dl. The current blood glucose was 180 mg/dl. Customer treated high blood glucose with old pump. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Run load reservoir and fill tubing with current set and insulin exited at the qr. The insulin pump back on her daughter and customer¿s blood glucose have been stable and she feels it is the sets. Reviewed the notes and found pump passed all troubleshooting. The mother was calling because customer¿s insulin pump was not giving her insulin. Customer just got the tubing clamps and was able to call to finish troubleshooting. Customer has a tubing clamp available. Customer was able to perform high pressure test at this time. Assisted with performing the hp test which was passed. Caller was upset because she put the old pump on her daughter and the blood glucose went down to 100 mg/dl but with the 670 g it was over 600 mg/dl. For the past week daughter¿s glucose has been running in the 5 plus. Nurse went through troubleshoot and it was not showing anything going on with it. Had to remove the pump and put the old pump on her. Only had pump on for three weeks. Performed displacement test and result was no reservoir detected. Test to confirm pump can detect an occlusion. Customer advised that, we will ship out tubing clamps to her and for her to call back as soon as she gets them to run high pressure test. Customer advised to they will need to replace infusion tubing after high pressure test was performed. The insulin pump will not be returned for analysis.